Manufacturer narrative:
It was reported that the proximal part of the stent did not expand after the stent placement. The physician expanded the stent a bit by using forceps. After a week, the stent had expanded a little compared to (B)(6) 2020 but had not expanded fully therefore the physician expanded the stent using the scope. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Based on the procedure information "after a week, the proximal part of the stent had not expanded fully", it is assumed that the condition of the patient's lesion, strong pressure at patient's stricture and other factors affected the expansion of the stent. However, it is difficult to identify the exact root cause because the device was not returned, information such as photo was not provided, and it is difficult to reconstruct the situation at the time of procedure. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: inadequate expansion." This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On (B)(6) 2020: the proximal part of the stent did not expand after the stent placement. The physician expanded the stent a bit by using forceps. On (B)(6) 2021: the stent was found not fully expanding more than the last time ((B)(6) 2020), therefore, the physician expanded the stent by the scope. There were no patient complications as a result of this event.